Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects claudication, thrombosis, and surgery are known potential patient effects as listed in the supera instructions for use (IFU). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 5.5mmx100mmx120cm supera referenced, is being filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2014, the procedure was to treat a heavily calcified lesion in the right superficial femoral artery (sfa). Pre-dilatation was performed. The 5.5mmx100mm120cm supera stent was successfully deployed in the distal lesion and the 5.5mmx150mmx120cm supera stent was successfully deployed in the proximal lesion. The procedure was successfully completed with no device or procedure issues. On (B)(6) 2015, the patient presented to the hospital with leg pain. Angiogram revealed occlusion of the sfa and surrounding arteries. Attempts to treat the thrombosis were unsuccessful, as multiple unspecified devices failed to cross the lesion; therefore, the patient was transferred for bypass surgery. There was no reported adverse patient sequela; however, the patient remains hospitalized for observation and is scheduled for discharged soon. There was no additional information provided.